Event description:
It was reported that a patient currently enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical trail had their right ventricular (rv) lead dislodge and exhibited rising thresholds post-operative. An intervention was completed in order to reposition the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.